Manufacturer narrative:
Product complaint # (B)(4). Occupation: patient. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a right total knee replacement last (B)(6) 2017 at (B)(6) clinic in (B)(6). The tibial base failed essentially and was redone two days ago on (B)(6) 2020. The surgeon came out, was told that it loose and had failed. They are requesting to hear from someone and to speak with the legal department or make some sort of claim, base on what happened. Primary operative notes (B)(6) 2017 indicate the patient received a right total knee replacement due to degenerative joint disease with varus deformity. It is indicated within the primary notes that the patient had undergone a prior surgery to her right knee 25+ years ago, it is unclear what the surgery was, what type of implant(s) were utilized or if depuy products were involved. On (B)(6) 2017 implant stickers are located on page 16. The patella was resurfaced and depuy cement was utilized x2. The surgery was completed without an indication of complications by the surgeon. Office notes (B)(6) 2019 indicate the patient was experiencing pain and instability. It is indicated she is also having pain in her left knee; it has not been replaced. Physical exam reveals global laxity in the right knee. Revision operative notes (B)(6) 2020 indicate the patient received a right total knee revision due to pain, swelling, instability and tibial loosening at the cement to implant interface. Femoral and patella's implants left in place; competitor bone cement utilized at replacement. The surgery was completed without an indication of complications by the surgeon. Doi: (B)(6) 2017 - dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Doi: (B)(6) 2017. Patient received a right primary attune tka to treat chronic pain, instability, and swelling secondary to end-stage tricompartmental osteoarthritis with a 13-degree varus deformity. Upon entering the joint, the surgeon notes extensive natural tricompartmental cartilage degeneration and varus deformity. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. The patient experienced asymptomatic postoperative anemia and hypotension caused by anticlotting medication prescribed due to a preexisting condition, which was treated with a 500 ml fluid bolus. The patient had to stay in the hospital an extra two days due to post-anesthesia nausea and vomiting, which was treated with oral medications and eventually resolved. No further treatment was necessary. On (B)(6) 2018, the patient reported pain and swelling of the right knee. The patient reported she received a steroid injection for right knee pain and swelling in (B)(6) 2018. There were no records for the steroid injection. On (B)(6) 2019, the patient received a right knee hyaluronic acid injection to treat unspecified pain. There were no records for this event. On (B)(6) 2019, a bone scan revealed some uptake in the right knee that may indicate loosening. The physician performed a joint aspiration due to edema and pain. Pathology reports not indication of infection. On (B)(6) 2020, radiographic studies reveal a stable and aligned right tka with diffuse osteopenia. The osteopenia was not confirmed intraoperatively at revision. Dor: (B)(6) 2020. The patient received a right knee revision to treat pain, swelling, and instability secondary to loosening of the tibial tray. Upon entering the joint, the surgeon notes lateral laxity in extension and flexion, which was corrected. The tibial tray was loosened and debonded at the cement to implant interface. The femoral component and patella were well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with depuy products utilizing competitor cement. The surgeon further noted that the reasons for revision were attributed to the tibial tray loosening as well as excessive natural laxity of the lateral compartment. The procedure was completed without complications. The patient again experiences acute postoperative blood loss anemia related to the anticlotting medication prescribed due to a preexisting condition. No treatment for the anemia was required and it resolved.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.